Event description:
While using device, noted it would not flush or infuse. Medical personnel in an effort to troubleshoot, opened the door on the warming event to gain access to the cartridge and were drenched by IV solution. Multiple holes were identified in tubing. Tubing replaced and no recurrence noted. Reason for use: warmed IV solution, volume replacement.